Manufacturer narrative:
Age at time of event: 18 years or older. (B)(6). Device evaluated by manufacturer. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that during an percutaneous transluminal coronary angioplasty a break occurred. During introduction of the 2.5x15mm emerge' balloon catheter the physician felt slight resistance and suddenly the proximal shaft of the balloon broke apart. The device was removed and the procedure was completed with another 2.5x15mm emerge' balloon. No patient complications were reported and the patient's status is stable.